Event description:
It was reported that the patient was in stable condition after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up, the device was observed to have reached its elective replacement indicator (eri) prematurely. The device was explanted and replaced to resolve the event.